Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device was making clicking noise. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a sound was heard while pressing keys on the keyboard. A field service engineer rebooted the system, and the sound stopped. After the reboot, both full-height drawers b1 and c1 went off the bus, then the cubies were removed, the row board cables and cubies were reseated after cleaning to resolve the issue. The failed pickers were successfully inventoried using keyboards. The system functioned as intended after the field service engineer repaired the device.